Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), constipation ("constipation"), nausea ("nausea"), abdominal distension ("bloating"), tooth disorder ("dental issues"), dyspareunia ("pain during sex"), anxiety ("anxiety"), depression ("depression"), alopecia ("hair loss") and fatigue ("fatigue"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, constipation, nausea, abdominal distension, tooth disorder, dyspareunia, anxiety, depression, alopecia and fatigue outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, constipation, depression, dyspareunia, fatigue, nausea, pelvic pain and tooth disorder to be related to essure. The reporter commented: she had need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), constipation ("constipation"), nausea ("nausea"), abdominal distension ("bloating"), tooth disorder ("dental issues"), dyspareunia ("pain during sex"), anxiety ("anxiety"), depression ("depression"), alopecia ("hair loss") and fatigue ("fatigue"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, constipation, nausea, abdominal distension, tooth disorder, dyspareunia, anxiety, depression, alopecia and fatigue outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, constipation, depression, dyspareunia, fatigue, nausea, pelvic pain and tooth disorder to be related to essure. The reporter commented: she had need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('I dont bleed heavily anymore') and suicidal ideation ('I was very close to suicide') in a 34-year-old female patient who had essure (batch no. 626508) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation/endometrial ablation, the thermachoice technique." In (B)(6) 2009 and device monitoring procedure not performed "is the hsg done at the check after the procedure? If so my doctor tried to do one anyway.it couldnt be completed because I felt something like an electrical shock". The patient's medical history included dysmenorrhea, human papilloma virus infection, neck pain and dysuria. Hysterosalpingogram (hsg) ¿as per pfs transvaginal ultrasound (tvu) result: other (don¿t remember) what did your healthcare provider tell you about your results? I think I was told the placement was correct. Previously administered products included for birth control: depo-provera. Concurrent conditions included cervical dysplasia (treated with leep), major depression, post-traumatic stress disorder, cocaine abuse, unspecified use, irregular menstruation, tobacco user, fibrocystic disease of breast and restless leg syndrome. Concomitant products included levonorgestrel (mirena) for birth control as well as calcium, curcuma longa (turmeric), fish oil and glucosamine. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced constipation ("constipation"), abdominal distension ("bloating"), back pain ("pain: low back pain/upper back pain") and abdominal pain ("pain: abdominal pain"). In (B)(6) 2010, the patient experienced hyperhidrosis ("hormonal changes describe:excessive sweating"). On (B)(6) 2012, the patient experienced dental caries ("dental issues-cavities"), 2 years 10 months after insertion of essure. In (B)(6) 2014, the patient experienced fatigue ("fatigue/sleeping for 7 hours used to be normal and it increased to 9"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced eye movement disorder ("vision/eye problems-my right eye twitches several times a day"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), dyspareunia ("pain during sex"), anxiety ("anxiety"), depression ("depression"), gastrointestinal pain ("pain: intestinal pain"), gait disturbance ("I almost didnt make it to physical therapy because walking is difficult"), emotional disorder ("my emotions are all over the place"), dyspepsia ("my digestion is complety out of whack ."), crying ("I feel like crying out of frustation and being overwhelmed"), stress ("I feel like crying out of frustation and being overwhelmed"), pyrexia ("I have felt feverish"), gastrointestinal sounds abnormal ("there is abdominal noises so loud it is embrassing"), loss of libido ("I have lack of libido and sexual desire"), multiple allergies ("I rarely have allergies"), myalgia ("I feel pain in just about every muscles"), malaise ("I feel sick but not flu or having a cold sick"), dyschezia ("my body already tried to have first bowel movement, the pain was too much to push"), faeces hard ("I hav eto take stuff to make it loose and watery to make it so"), flatulence ("it only helped the gas pain"), musculoskeletal pain ("the shower helped a bit with the shoulder and rib pain"), musculoskeletal chest pain ("the shower helped a bit with the shoulder and rib pain"), asthenia ("I dont have the energy to tell them what garbage this things"), incision site pain ("I notice pain in my incisions more now because a lot of other pain is more managable"), uterine spasm ("utrine or intestinal cramping"), mass ("some weired small lump I had on my skin near my lower left jaw is going away"), vaginal haemorrhage ("no more spotting"), hypoaesthesia ("no numbness in hands and arms when on the computer"), dysphonia ("improved singing voice"), decreased appetite ("appetite loss"), acne ("I still worse acne than I ever did in my life"), nasal oedema ("my nasal passage are still swollen"), suicidal ideation (seriousness criterion medically significant), post-traumatic stress disorder ("I have ptsd so know that there are people who know at least somewhat what it is like."), diarrhoea ("cause me have massive diarrhea"), restless legs syndrome ("my restless leg syndrome got continually worse after essure. Prior to essure it was improving") and tooth fracture ("I haven't lost teeth but one broke and tones of cavities") and was found to have body temperature abnormal ("my body cant regulate temperature like it did before essure"). The patient was treated with cortisone, hydrocodone and surgery (bilaterl salpingectomy to remove the essure,bilateral cornuectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, constipation, nausea, abdominal distension, dyspareunia, anxiety, depression, alopecia, hyperhidrosis, dysmenorrhoea, eye movement disorder, back pain, gastrointestinal pain, abdominal pain, gait disturbance, emotional disorder, dyspepsia, crying, stress, pyrexia, gastrointestinal sounds abnormal, loss of libido, multiple allergies, myalgia, malaise, dyschezia, faeces hard, musculoskeletal pain, musculoskeletal chest pain, asthenia, incision site pain, uterine spasm, decreased appetite, acne, nasal oedema, suicidal ideation, post-traumatic stress disorder, diarrhoea, restless legs syndrome, tooth fracture and body temperature abnormal outcome was unknown, the genital haemorrhage, vaginal haemorrhage and hypoaesthesia had resolved and the dental caries, fatigue, flatulence, mass and dysphonia was resolving. The reporter considered abdominal distension, abdominal pain, acne, alopecia, anxiety, asthenia, back pain, body temperature abnormal, constipation, crying, decreased appetite, dental caries, depression, diarrhoea, dyschezia, dysmenorrhoea, dyspareunia, dyspepsia, dysphonia, emotional disorder, eye movement disorder, faeces hard, fatigue, flatulence, gait disturbance, gastrointestinal pain, gastrointestinal sounds abnormal, genital haemorrhage, hyperhidrosis, hypoaesthesia, incision site pain, loss of libido, malaise, mass, multiple allergies, musculoskeletal chest pain, musculoskeletal pain, myalgia, nasal oedema, nausea, pelvic pain, post-traumatic stress disorder, pyrexia, restless legs syndrome, stress, suicidal ideation, tooth fracture, uterine spasm and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery. Insertion detail: ,on the right tubal ostia there were approximately 1 or 2 coils noted. On the left tubal ostia there were approximately 4 or 5 coils noted. This procedure was then terminated. Discremptency of insertion date-(B)(6) 2008, (B)(6) 2009. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: depression, fatigue, medical device monitoring error, pelvic pain, abdominal pain, gait disturbance, emotional disorder, dyspepsia, crying, stress, pyrexia, gastrointestinal sounds abnormal, loss of libido, multiple allergies, myalgia, malaise, dyschezia, faeces hard, flatulence, musculoskeletal pain, musculoskeletal chest pain, asthenia, incision site pain, uterine spasm, mass, vaginal haemorrhage, hypoaesthesia, dysphonia, decreased appetite, acne, nasal oedema, suicidal ideation, post-traumatic stress disorder, diarrhoea, restless legs syndrome, tooth fracture, genital haemorrhage, body temperature abnormal, device monitoring procedure not performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: social media received; reporters was added. New events- gait disturbance, emotional disorder, dyspepsia, crying, stress, pyrexia, gastrointestinal sounds abnormal, loss of libido, multiple allergies, myalgia, malaise, dyschezia, faeces hard, flatulence, musculoskeletal pain, musculoskeletal chest pain, asthenia, incision site pain, uterine spasm, mass, vaginal haemorrhage, hypoaesthesia, dysphonia, decreased appetite, acne, nasal oedema, suicidal ideation, post-traumatic stress disorder, diarrhoea, restless legs syndrome, tooth fracture, genital haemorrhage, body temperature abnormal,device monitoring procedure not performed, were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 34-year-old female patient who had essure (batch no. 626508) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation/endometrial ablation, the thermachoice technique." In (B)(6) 2009. The patient's medical history included dysmenorrhea, human papilloma virus infection, neck pain and dysuria. Hysterosalpingogram (hsg) ¿as per pfs, transvaginal ultrasound (tvu), result: other (don¿t remember), what did your healthcare provider tell you about your results?: I think I was told the placement was correct. Previously administered products included for birth control: depo-provera. Concurrent conditions included cervical dysplasia (treated with leep), major depression, post-traumatic stress disorder, cocaine abuse, unspecified use, irregular menstruation, tobacco user, fibrocystic disease of breast and restless leg syndrome. Concomitant products included levonorgestrel (mirena) for birth control as well as calcium, curcuma longa (turmeric), fish oil and glucosamine. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced constipation ("constipation"), abdominal distension ("bloating"), back pain ("pain: low back pain/upper back pain") and abdominal pain ("pain: abdominal pain"). In (B)(6) 2010, the patient experienced hyperhidrosis ("hormonal changes describe:excessive sweating"). On (B)(6) 2012, the patient experienced dental caries ("dental issues-cavities"), 2 years 10 months after insertion of essure. In (B)(6) 2014, the patient experienced fatigue ("fatigue/sleeping for 7 hours used to be normal and it increased to 9"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced eye movement disorder ("vision/eye problems-my right eye twitches several times a day"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), dyspareunia ("pain during sex"), anxiety ("anxiety"), depression ("depression") and gastrointestinal pain ("pain: intestinal pain"). The patient was treated with cortisone, hydrocodone and surgery (bilaterl salpingectomy to remove the essure,bilateral cornuectomy). Essure was removed on 15-sep-2017. At the time of the report, the pelvic pain, constipation, nausea, abdominal distension, dyspareunia, anxiety, depression, alopecia, hyperhidrosis, dysmenorrhoea, eye movement disorder, back pain, gastrointestinal pain and abdominal pain outcome was unknown and the dental caries and fatigue was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, constipation, dental caries, depression, dysmenorrhoea, dyspareunia, eye movement disorder, fatigue, gastrointestinal pain, hyperhidrosis, nausea and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Insertion detail: ,on the right tubal ostia there were approximately 1 or 2 coils noted. On the left tubal ostia there were approximately 4 or 5 coils noted. This procedure was then terminated. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: depression, fatigue, medical device monitoring error, pelvic pain, abdominal pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('I dont bleed heavily anymore') and suicidal ideation ('I was very close to suicide') in a 34-year-old female patient who had essure (batch no. 626508) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation/endometrial ablation, the thermachoice technique." In (B)(6) 2009 and device monitoring procedure not performed "is the hsg done at the check after the procedure? If so my doctor tried to do one anyway.it couldnt be completed because I felt something like an electrical shock". The patient's medical history included dysmenorrhea, human papilloma virus infection, neck pain and dysuria. Hysterosalpingogram (hsg) ¿as per pfs transvaginal ultrasound (tvu) result: other (don¿t remember) what did your healthcare provider tell you about your results? I think I was told the placement was correct. Previously administered products included for birth control: depo-provera. Concurrent conditions included cervical dysplasia (treated with leep), major depression, post-traumatic stress disorder, cocaine abuse, unspecified use, irregular menstruation, tobacco user, fibrocystic disease of breast and restless leg syndrome. Concomitant products included levonorgestrel (mirena) for birth control as well as calcium, curcuma longa (turmeric), fish oil and glucosamine. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced constipation ("constipation"), abdominal distension ("bloating"), back pain ("pain: low back pain/upper back pain") and abdominal pain ("pain: abdominal pain"). In (B)(6) 2010, the patient experienced hyperhidrosis ("hormonal changes describe:excessive sweating"). On (B)(6) 2012, the patient experienced dental caries ("dental issues-cavities"), 2 years 10 months after insertion of essure. In (B)(6) 2014, the patient experienced fatigue ("fatigue/sleeping for 7 hours used to be normal and it increased to 9"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced eye movement disorder ("vision/eye problems-my right eye twitches several times a day"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), dyspareunia ("pain during sex"), anxiety ("anxiety"), depression ("depression"), gastrointestinal pain ("pain: intestinal pain"), gait disturbance ("I almost didnt make it to physical therapy because walking is difficult"), emotional disorder ("my emotions are all over the place"), dyspepsia ("my digestion is complety out of whack ."), tearfulness ("I feel like crying out of frustation and being overwhelmed"), stress ("I feel like crying out of frustation and being overwhelmed"), feeling hot ("I have felt feverish"), gastrointestinal sounds abnormal ("there is abdominal noises so loud it is embrassing"), loss of libido ("I have lack of libido and sexual desire"), multiple allergies ("I rarely have allergies"), myalgia ("I feel pain in just about every muscles"), malaise ("I feel sick but not flu or having a cold sick"), dyschezia ("my body already tried to have first bowel movement, the pain was too much to push"), faeces hard ("I hav eto take stuff to make it loose and watery to make it so"), flatulence ("it only helped the gas pain"), musculoskeletal pain ("the shower helped a bit with the shoulder and rib pain"), musculoskeletal chest pain ("the shower helped a bit with the shoulder and rib pain"), asthenia ("I dont have the energy to tell them what garbage this things"), incision site pain ("I notice pain in my incisions more now because a lot of other pain is more managable"), uterine spasm ("utrine or intestinal cramping"), skin mass ("some weired small lump I had on my skin near my lower left jaw is going away"), vaginal haemorrhage ("no more spotting"), hypoaesthesia ("no numbness in hands and arms when on the computer"), dysphonia ("improved singing voice"), decreased appetite ("appetite loss"), acne ("I still worse acne than I ever did in my life"), nasal oedema ("my nasal passage are still swollen"), suicidal ideation (seriousness criterion medically significant), post-traumatic stress disorder ("I have ptsd so know that there are people who know at least somewhat what it is like."), diarrhoea ("cause me have massive diarrhea"), restless legs syndrome ("my restless leg syndrome got continually worse after essure. Prior to essure it was improving") and tooth fracture ("I haven't lost teeth but one broke and tones of cavities") and was found to have body temperature abnormal ("my body cant regulate temperature like it did before essure"). The patient was treated with cortisone, hydrocodone and surgery (bilaterl salpingectomy to remove the essure,bilateral cornuectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, constipation, nausea, abdominal distension, dyspareunia, anxiety, depression, alopecia, hyperhidrosis, dysmenorrhoea, eye movement disorder, back pain, gastrointestinal pain, abdominal pain, gait disturbance, emotional disorder, dyspepsia, tearfulness, stress, feeling hot, gastrointestinal sounds abnormal, loss of libido, multiple allergies, myalgia, malaise, dyschezia, faeces hard, musculoskeletal pain, musculoskeletal chest pain, asthenia, incision site pain, uterine spasm, decreased appetite, acne, nasal oedema, suicidal ideation, post-traumatic stress disorder, diarrhoea, restless legs syndrome, tooth fracture and body temperature abnormal outcome was unknown, the genital haemorrhage, vaginal haemorrhage and hypoaesthesia had resolved and the dental caries, fatigue, flatulence, skin mass and dysphonia was resolving. The reporter considered abdominal distension, abdominal pain, acne, alopecia, anxiety, asthenia, back pain, body temperature abnormal, constipation, decreased appetite, dental caries, depression, diarrhoea, dyschezia, dysmenorrhoea, dyspareunia, dyspepsia, dysphonia, emotional disorder, eye movement disorder, faeces hard, fatigue, feeling hot, flatulence, gait disturbance, gastrointestinal pain, gastrointestinal sounds abnormal, genital haemorrhage, hyperhidrosis, hypoaesthesia, incision site pain, loss of libido, malaise, multiple allergies, musculoskeletal chest pain, musculoskeletal pain, myalgia, nasal oedema, nausea, pelvic pain, post-traumatic stress disorder, restless legs syndrome, skin mass, stress, suicidal ideation, tearfulness, tooth fracture, uterine spasm and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery. Insertion detail: ,on the right tubal ostia there were approximately 1 or 2 coils noted. On the left tubal ostia there were approximately 4 or 5 coils noted. This procedure was then terminated. Discremptency of insertion date-(B)(6) 2008, (B)(6) 2009. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: depression, fatigue, medical device monitoring error, pelvic pain, abdominal pain, gait disturbance, emotional disorder, dyspepsia, crying, stress, pyrexia, gastrointestinal sounds abnormal, loss of libido, multiple allergies, myalgia, malaise, dyschezia, faeces hard, flatulence, musculoskeletal pain, musculoskeletal chest pain, asthenia, incision site pain, uterine spasm, mass, vaginal haemorrhage, hypoaesthesia, dysphonia, decreased appetite, acne, nasal oedema, suicidal ideation, post-traumatic stress disorder, diarrhoea, restless legs syndrome, tooth fracture, genital haemorrhage, body temperature abnormal, device monitoring procedure not performed. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: coding correction received. Event coding for : I feel like crying out of frustation and being overwhelmed, I have felt feverish were updated from crying and feverish to feeling like crying and feeling hot. No new follow-up information was received from the reporter. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 34-year-old female patient who had essure (batch no. 626508) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation/endometrial ablation, the thermachoice technique." In (B)(6) 2009. The patient's medical history included dysmenorrhea, human papilloma virus infection, neck pain and dysuria. Hysterosalpingogram (hsg) ¿as per pfs transvaginal ultrasound (tvu) result: other (don¿t remember) what did your healthcare provider tell you about your results? I think I was told the placement was correct. Previously administered products included for birth control: depo-provera. Concurrent conditions included cervical dysplasia (treated with leep), major depression, post-traumatic stress disorder, cocaine abuse, unspecified use, irregular menstruation, tobacco user, fibrocystic disease of breast and restless leg syndrome. Concomitant products included levonorgestrel (mirena) for birth control as well as calcium, curcuma longa (turmeric), fish oil and glucosamine. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced constipation ("constipation"), abdominal distension ("bloating"), back pain ("pain: low back pain/upper back pain") and abdominal pain ("pain: abdominal pain"). In (B)(6) 2010, the patient experienced hyperhidrosis ("hormonal changes describe:excessive sweating"). On (B)(6) 2012, the patient experienced dental caries ("dental issues-cavities"), 2 years 10 months after insertion of essure. In (B)(6) 2014, the patient experienced fatigue ("fatigue/sleeping for 7 hours used to be normal and it increased to 9"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced eye movement disorder ("vision/eye problems-my right eye twitches several times a day"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), dyspareunia ("pain during sex"), anxiety ("anxiety"), depression ("depression") and gastrointestinal pain ("pain: intestinal pain"). The patient was treated with cortisone, hydrocodone and surgery (bilaterl salpingectomy to remove the essure,bilateral cornuectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, constipation, nausea, abdominal distension, dyspareunia, anxiety, depression, alopecia, hyperhidrosis, dysmenorrhoea, eye movement disorder, back pain, gastrointestinal pain and abdominal pain outcome was unknown and the dental caries and fatigue was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, constipation, dental caries, depression, dysmenorrhoea, dyspareunia, eye movement disorder, fatigue, gastrointestinal pain, hyperhidrosis, nausea and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Insertion detail: on the right tubal ostia there were approximately 1 or 2 coils noted. On the left tubal ostia there were approximately 4 or 5 coils noted. This procedure was then terminated. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: depression, fatigue, medical device monitoring error, pelvic pain, abdominal pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: this case is medically confirmed. Reporter information was added. This case concerns 34 year old patient. Her demographic was added. Her historical medication and concurrent conditions were added. Essure insertion and removal date was added. Essure indication was added. Essure lot number was added. Her treatment and concomitant medications were added. Per plaintiff fact sheet following events: dental problem updated to cavities,excessive sweating, dysmenorrhea (cramping), my right eye twitches several times a day, pain: low back pain/upper back pain, pain: intestinal pain, pain: abdominal pain, ablation (per mr: essure placement in 2009 concomitant with an endometrial ablation). She was recovering from fatigue and dental problems. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.